Manufacturer narrative:
Auxiliary outlet.

Event description:
It was reported by service report that the auxiliary outlet receptacle was cracked. No pt involvement or adverse consequences are reported.